Event description:
The pt underwent a diagnostic procedure. The physician who was in training, attempted closure of the arteriotomy with the closer tsl 6 fr. Device. The puncture site was believed to be in the common femoral artery. The physician inserted the device and a bilateral cuff miss occurred. A second device was inserted and the arteriotomy was closed in standard fashion. Following the procedure, it was noted that the distal pulses were diminsihed. The pt was transferred to the ward. Several hours later distal pulses were still diminished, and the pt was taken to surgery. The vascular surgeon reported that the suture had caught the posterior wall of the profunda artery. A patch was placed on the artery and the pt was discharged the following day without further incident.